Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). The retained sensor wire mentioned within this report has been captured in a previous report, MFR number 3004753838-2017-01092.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the lower right abdomen and was described as a green infected boil. On (B)(6) 2017 dexcom medical staff was able to get follow up with the patient and was informed the patient reported that when he removed his sensor; as scheduled on day 7 per dexcom alert to change sensor ((B)(6) 2016), he visualized that the sensor wire was not missing and was attached to the sensor pod. The patient stated that the sensor wire was the same length as previous sensor wires. The patient reported that a few days later the area where the sensor had been worn turned red in color and was tender. The patient reported that the tenderness escalated to minor pain and the area turned into a blister with a green colored center. The patient reported that the blister appeared to be approximately 2mm. The patient stated that he was being followed by a wound center for another condition which caused boils on his legs. The patient stated that he contacted his health care professional for a referral to his wound center for the abdominal blister. The patient stated that on (B)(6) 2016 he was seen by a nurse practitioner at the wound center. The patient stated that the nurse practitioner examined the blistered area and cut open the blister to obtain a wound culture. Patient stated that after the nurse practitioner obtained the wound culture sample she left the room, and then she reported to have a metal piece stuck in her glove and realized the sensor wire was still in him. The doctor numbed the insertion area with lidocaine then opened up the wound and surgically removed the sensor and cleaned it up. 10-15 min surgery. . The nurse squeezed excess fluid out and then applied dermagan. He has a follow-up appt on a future date. At time of contact the patient still had pain at the site. No additional event or patient information is available. No product or data was returned for investigation. However, a photograph was provided and evaluated on (B)(6) 2017. The complaint of a skin reaction was confirmed. The root cause could not be determined.